Manufacturer narrative:
Device was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that his daughter experienced hypoglycemia also the insulin pump had critical pump error. Customer's blood glucose value was 52 mg/dl. The customer stated that they received a open book image on insulin pump display. The customer was treat with food. Customer also stated that there was also a hairline crack at the battery compartment and reservoir. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.